Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: exact date unknown/not provided, only date provided is one eye was implanted in (B)(6) 2016 and the other eye in (B)(6) 2016. The lens remains implanted.(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced blurry vision to distance vision about 6 months ago, post implantation of symfony intraocular lenses in both eyes. One eye was implanted in (B)(6) and the other eye in (B)(6) 2016. Information received also noted no evidence of glaucomatous damage and biometry is fine. The patient also has low visual acuity for near vision, mainly in the right eye. Patient complained of being unhappy, experiencing halos and reflections and has become depressed due to the situation. Floaters were also noted. After follow up, the physician concluded that the lens was well positioned, however, the iol did not provide quality to the near vision. The patient will use glasses for near vision and as of now there are no plans indicated for lens exchanges. Both lenses remain implanted. This report will capture the zxt300 24.5 diopter intraocular lens implanted in one eye and a separate report will be filed for the reported zxr00 27.0 implanted in the other eye.